Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not charging. The patient had tried to charge 2 times for 2 ¿ 3 hours each time with 8 coupling boxes and the ins battery had not incremented. The patient stated that they got the battery up to 50% and then turned on stimulation the next morning and it was depleted again. The patient noted that they charged it again for about the same time and only got to 25% battery. The patient stated that no one ever told them that they don't need the ins recharger (insr) to be plugged into the wall when they recharge. The patient reported that they sat for 8 hours the first time they charged and they never got past 75% full. The patient had never been able to charge the ins fully. The patient had been sent adhesive disks in the past and they helped a lot. The patient connected to the ins during the call and initially had 0 coupling bars, but was able to reposition and get 8 bars. The patient also reported that they can never find the image that they need in the book. The patient mentioned that they don't use th e ins all of the time because it ¿doesn't give them the relief it should.¿ no further complications are anticipated.